Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the screen froze on intubation of the patient. It was also reported that the screen was displaying an error message indicating no/intermittent connection with the laryngoscope. The customer reported removing and re-inserting the cable from both the monitor and laryngoscope. The procedure was completed using a backup glidescope go monitor which was made available in an unspecified amount of time. No harm to the patient was reported.

Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 the reported glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported screen freezing and intermittent connection. When connected to known, good, test verathon equipment, there was no observed loss of image when manipulating the test cable. The monitor was left on for 15 minutes and still no loss of image was observed. The customer's monitor passed both visual inspection and verathon's device functionality testing. Upon completion of verathon's device evaluation, the customer was notified of the evaluation findings and the monitor was returned to the customer. The cable and laryngoscope used with the monitor during the reported event were not made available to verathon for evaluation, therefore no further investigation is required at this time. Verathon will continue to monitor for trends.